Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. A medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended after replacing the computer. The system then passed the system checkout and was found to be fully functional. Missing device manufacture date. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while in the "register task", the system became unresponsive. Site tried to exit the software and noted the mouse was no longer responding to user input. Site was unable to get the system to shut down. A hard reboot resolved the issue. No patient present.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the issue was caused by a ram malfunction on the computer. Software was functioning as designed. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.